Event description:
It was reported that a piece of metal was found to be protruding from the clip delivery tube during prep. The starclose device was discarded and another starclose device was used successfully. There was no patient involvement. No additional information available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable. No manufacturing defects could be detected because the device is unavailable.